Manufacturer narrative:
The device returned for evaluation was reviewed and it was confirmed that the fiber was broken at the proximal sma connector, likely due to burn damage which was also observed. The burn damage revealed was likely the cause of the "internal loose parts" described by the complainant. Upon review, the laser fiber did not exhibit any manufacturing defects or inconsistencies. It was noted upon review of the rfid information that the laser fiber was utilized for just over 2000j, which provides objective evidence the laser fiber was at least operating as intended prior to failure. It is recognized that all laser fibers manufactured by dornier medtech america are subject to 100% inspection for visual defects as well as power performance testing which confirms the device is operating within specification. It is not possible to confirm the root cause of the burn damage identified, however, it is possible to state this damage was not likely to have been caused by any factor related to the manufacturing of the device.

Event description:
A holmium fiber was reported to have a defect with, "loose internal parts".